Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed evidence of pump rebooting. No damage was found to be battery compartment. The battery cap returned with the pump was found to have stripped threads. The returned battery cap was unable to maintain electrical connection and rebooting was observed. A test cap was inserted and the pump was exercised for 24 hours without power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the pump had intermittent power. On (B)(6) 2012 before dinner, the patient obtained the blood glucose reading of 497 mg/dl, and he experienced the symptoms of nausea and headache. At that time, the patient's mother noted that the pump was powered off. The patient's mother gave him a correcting bolus dose of insulin via a syringe injection, and his subsequent blood glucose reading was 112 mg/dl. Troubleshooting revealed the battery cap was damaged and the threads were stripped, and the patient was unable to securely tighten the cap. There was no damage to the battery cap compartment. It was also determined all pump settings, programming, basal rate and date/time were correct and there were no issues with the infusion set or infusion site. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, and received treatment with insulin via an injection. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.